Manufacturer narrative:
The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2025, the patient experienced purulent discharge from the stoma site for several weeks and was treated with antibiotic keflex without any improvement. The physician decided to remove the existing peg / j to let the stoma close and replaced with new tubing at a new location. At the time of report, the patient still had purulent discharge.